Event description:
It was reported that the customer had an unspecified cartridge issue. There was no adverse impact to the customer's blood glucose level. Additional information was not provided. Multiple follow-up attempts were made to obtain additional information; however, a response was not received.